Event description:
One sample of ivenix administration set was returned for evaluation. Visual inspection was performed. Upon visual inspection, the gold foil corresponded to the specific code set-0032-25. There were cracks along the perimeter of the luer lock. The sample was also found to have a broken drip chamber spike. The customer complaint is confirmed. The probable root cause may be related to a lack of compatibility of the luer lock with alcohol or other assembled component. Or improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to investigate the reported issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: admin set- cracked distal luer lock. Had to reprime the medication and tubing due to the cracked end piece. A preliminary review of the logs identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.